Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Caller successfully loaded a new cartridge and resumed insulin therapy prior to contacting support, and the issue was resolved.